Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic lower lobectomy, massive bleeding occurred when the jaws were opened after the firing on the blood vessel from a8 to a10. The blood vessel of the patient side was clamped with a forceps. Then, passing a needle and ligation were performed to stop the bleeding. It seemed that there were no staples on the blood vessel wall of the patient side. But, it was found that the staples at the distal side of the blood vessel were formed as intended when the target tissue was removed from the patient. The surgeon commented that there was no an unexpected sound and the jaws did not clamp any hard objects. The amount of the bleeding was unknown. No blood transfusion was required. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p58n38. The analysis results showed that one vasecr35 cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. No functional test was performed due the condition of the reload. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.